Event description:
Silicone gel implant was ruptured and caused chronic illness. Chronic and severe joint pain, severe pain in my breast area, shoulders and arms, muscle weakness, numb feeling in my face, headaches, metal taste in my mouth, diagnosed with hashimotos and anemic, to name a few. FDA safety report ID # (B)(4).